Event description:
Dealer called stating that the rt and lt brakes have failed on the chair. The brakes are not engaging against the wheel. Brake bad looks fine. Tech could not adjust brakes to make them engage correctly. Issues is in the brake pivot joint or hardware.